Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the electrode belt had an open pulse wire in the distribution node (dn) to rear therapy electrode (te) cable. The root cause of the open wire is excessive force. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it does not communicate with the monitor.